Event description:
It was reported that there was noise observed on the right ventricle (rv) lead. No intervention has been performed at this time. The patient was stable.

Manufacturer narrative:
Correction: upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated the event was not related to the device and no malfunction was alleged against the device.